Event description:
It was reported the patient underwent a revision procedure approximately 13 days post implantation due to a fall due from slipping of the crutch leading to periprosthetic fracture of the femur. The head and stem were replaced and cerclage wires were placed without complication. No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Date of birth: unknown month and day in 1957.

Manufacturer narrative:
(B)(4). Report source: (B)(6). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient experienced a peri-prosthetic fracture, just caudal is trochanter minor, after fall approximately 9 days post implantation. Patient underwent surgical treatment, placing 2 cerclages which gives the patient a nice position of the fracture. Mobilized without load for 6 weeks. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.